Event description:
In 2008, a clinical incident involving a 4 mm, 30 degree arthrocare arthroscope was reported to arthrocare corp. During an arthroscopic procedure of the shoulder, the lens from the distal end of arthroscope detached and may still remain in the pt's shoulder joint. It was reported attempts were made to retrieve the lens during the procedure, however, the detached lens was not found. There is no plan to reoperate and there have been no reported complications.

Manufacturer narrative:
The device was returned for investigation. A visual examination of the device was performed. The visual examination confirmed the distal end of the device showed evidence of melted steel of the outer and inner tube. The failure of the device was likely due to contact with a high frequency instrument during use, which caused damage to the distal tip and led to the detachment of the lens from the end of the scope.